Event description:
I have been using invisalign braces since late 2005, early 2006. I have been having problems with my breathing, like I can"t catch my breath. Sometimes, I feel like I am gasping for air. I am also having chest pains. I have been experiencing these problems since 2006, and have had a bunch of tests for my heart and chest. Everything came back fine. I'm just starting to think what has changed in my life since these symptoms have occurred, and have not gotten better. The only thing I am thinking is these things started to surface a few months after starting with my invisalign treatments. Could there be something in the plastic that is causing this? I would really like to know what they are made of. I am too young to not be able to breath normally. Dose or amount: new aligner every two weeks. Dates of use: still using. Diagnosis or reason for use: straighten teeth.